Event description:
It was reported by the rep that the (1) atw35, (5) tr35w and (1) ms512 were used during a laparoscopically assisted vaginal hysterectomy procedure. It was reported that bleeding is occurring at the staple line. The surgeon had to open an er320 to control the bleeding. The bleeding did not occur with each firing. The ms512 had a broken top and would not close. There was no adverse pt outcome. The surgeon would like to speak to a clinical engineer.